Event description:
The reporter had the suripro mesh placed for an inguinal hernia repair. In the hosp she developed (B)(6) and was discharged with a PICC line. Also had to have her wound reopened and used a wound vac for 11 months. There is no relief for the pain. Has massive amounts of scar tissue from the mesh. Procedure done at (B)(6). Would also like to add that the mesh protrudes with prolonged standing and sitting. Currently on a lot of medication for pain and anxiety.

Event description:
Add'l info rec'd from reporter (B)(6) 2013: wants to know if device has been recalled, specifically the lot number of her device. She was not notified of the recall for 3 years.